Event description:
It was reported that during patient use, the ventilator displayed a check circuit or proximal line warning message. The ventilator continued to ventilate at a rate three times the set rate. The patient was removed from the unit, manually ventilated, and transferred to another ventilator without any reported patient harm, there is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).